Event description:
It is reported that two reservoirs leaked insulin into the reservoir compartment. Customer unsure of the location of the insulin leak. Customer air dried reservoir compartment. The reservoirs will be replaced. Customer to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.